Event description:
It was reported that 5 bd¿ sharps collectors' gaskets were defective and pulled apart easily. The following information was provided by the initial reporter: "cust states defective. No elasticity pulls apart like paper."

Manufacturer narrative:
Investigation summary no photos or physical sample were received by our quality team with the complaint of broken gasket. Without a sample for investigation the complaint cannot be verified and the root cause remains unknown. This complaint was forwarded to the manufacturer (flex) for further investigation into production records. With respect to the DHR review process, the result showed there were no issues reported like package damaged / defective / other during the manufacturing process. A review of the ncmr¿s was performed; the result showed there were no issues reported like package damaged / defective / other for the same part number (305602) throughout the last twelve months.

Event description:
It was reported that 5 bd¿ sharps collectors' gaskets were defective and pulled apart easily. The following information was provided by the initial reporter: "cust states defective. No elasticity pulls apart like paper."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# am7316a83 was not found for the reported catalog# 305602. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: sharp collectors. Device failure: package damaged.